Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor failed. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 7/14/2025 the suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream/upstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.